Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
Information received via a representative reported the patient's system was implanted after the use before date (ubd). The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.